Manufacturer narrative:
Covidien reference: (B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer reported the graphic user interface (gui) printed circuit board (pcb) had to be replaced. The customer reported the gui pcb was replaced due to contamination caused by the customer's in house cleaner. The ventilator has been returned to service with no further issues. Covidien was not authorized to service the ventilator.

Event description:
Report received that, during patient use, the 840 ventilator gave a device alert, and the patient was removed from the ventilator. The patient was not harmed as a result of the event.